Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins has been moving in the pocket and has become painful. The patient first noticed this about 6 weeks ago. The patient was originally scheduled for a pocket revision and ins replacement on (B)(6) 2019, but the surgery was rescheduled to (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had an ins replacement and pocket revision on (B)(6) 2019. No further complications were reported.